Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding. The bed was located in a hill-rom service center and not in use. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found during a between patient inspection of the bed the brakes would not hold. The technician replaced the brake caters to resolve the issue. Based on this information, no further action is required.